Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured immediately upon first inflation at 6 atmospheres and a pinhole was noted. The balloon was completely removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.